Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8325725. Medical device expiration date: 2023-11-30. Device manufacture date: 2019-05-17. Medical device lot #: 9290567. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-12-11. Medical device lot #: 9290565. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-12-06. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause could not be determined.

Event description:
It was reported that syringe 20ml ll s/c 50 luer lock syringe broke off during use. The following information was provided by the initial reporter: material no: 303310 batch no: 8325725, 9290567, 9290565. It was reported that 20 ml luer lock syringe broke off inside the tubing connection following administration of ampicillin.